Manufacturer narrative:
The insulin pump received a button error alarm due to the corroded keypad traces. There was no moisture damage found inside the pump. The pump received a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a broken belt clip slot, and a cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump while trying to deliver a bolus. Customer's blood glucose was 154 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer was using a wet towel to clean the pump with. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.